Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Evidence suggests that this lead was dislodged. Patient became symptomatic with the loss of capture (loc). Going to turn the left ventricular (lv) lead off. Troubleshooting provided. This lead remains implanted. No additional adverse patient effects were reported.